Event description:
Around (B)(6) 2025, I started using nutrifill contact solution with my gas permeable contact lenses. On/about (B)(6) 2025, my eyes started hurting, watering, and was unable to open my eyes. I stopped wearing contact lenses at that point because my eyes couldn't tolerate them. I immediately made an appointment with my optometrist at which time he told me that nutrifill had a recall that I was never made aware of. He told me to stop using nutrifill and prescribed an antibiotic eye drop medication that has since healed my eyes. I have since been using another contact solution and have not experienced any of the symptoms that nutrifill caused me. I believe the result of my eye complications was caused by the nutrifill product that I purchased in february 2025. The lot number is not part of the recall, but I believe it should be. The lot number is hmj with a use by date of 2026-10-31. It has a label ID of 580213a and was manufactured by contamac.